Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method of insulin delivery.